Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01330. This report is being submitted as additional information. Approximate age of device- 4 months, 10 days. Manufacturer's investigation conclusion: the pump was not explanted. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined through this evaluation. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a hemorrhagic stroke; patient care was withdrawn and the patient subsequently expired on (B)(6) 2018. No further information was provided.